Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, premature rupture of membranes and abortion in 2001. Concurrent conditions included body mass index normal, gerd, irritable bowel syndrome, diverticulosis, psoriasis and dysfunctional uterine bleeding. Concomitant products included ibuprofen since 2012 and iron since 2012. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 3 months 23 days after insertion of essure, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), adnexa uteri pain ("right lower side in the area of my ovary pain") and device deployment issue ("2 coils noted on the left, 2 coils noted on the right"). The patient was treated with ibuprofen (motrin), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, weight increased, dysmenorrhoea, adnexa uteri pain and device deployment issue outcome was unknown. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered adnexa uteri pain, bladder disorder, dysmenorrhoea, menorrhagia, pelvic pain, perforation, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 240 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Hysterosalpingogram - on 19-oct-2011: total bilateral occlusion; on 4-jan-2012: occluded fallopian tubes bilaterally most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2011 and removal date updated to (B)(6) 2016. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Concomitant medications and treatment drugs added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, weight gain, dysmenorrhea (cramping), right lower side in the area of my ovary pain and 2 coils noted on the left, 2 coils noted on the right added. ***string generated by auto-narrative. Do not modify*** incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.